Event description:
It was reported that the shaft on the cadiere forceps instrument was scraped. No additional information was provided. No patient harm, adverse outcome of injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the distal end of the main tube to have various deep scratches, causing white marks on the tube. Scratching is mainly at least 3 inches of the main tube's distal end. No other damage found.